Manufacturer narrative:
Ge field engineer (fe) found a blown fuse, causing power loss to the table locks. It was later found that a defective cable caused the fuse to blow. The fe replaced the cable.

Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported, but the float occurred while a patient was on the table. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.